Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the software would not start up. This resulted in a no boot and a total loss of imaging functionally. There is no report of injury or death associated with this event.